Manufacturer narrative:
The reported screw was not returned for evaluation. Additionally, manufacturing and inspection records could not be reviewed as the model number and batch/lot number of the screw is unknown.

Event description:
It was reported during al2 surgery that a driver tip broke. The surgeon was not able to remove the broken piece and therefore it was left in the patient's body. The surgery was completed with a replacement device of the same model with no delay. No other patient consequences were reported. This report is related to report number 3025141-2025-00028 for the driver involved in this event.